Event description:
The customer reported that their ups has failed (main fuse failure). This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt information.

Manufacturer narrative:
Welch allyn field service confirmed the allegation and replaced the ups on-site. The ups is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure.